Event description:
During a pulmonary vein isolation ablation procedure the sideport of the introducer detached. The sheath was removed from the patient and a new sheath was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
One fast-cath introducer sheath was received for evaluation. The sideport tubing was no longer attached to the hemostasis body. No other visual anomalies were noted. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.